Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting pacing impedance measurements greater than 2000 ohms as well as an increase in pacing threshold measurements. The local area field representative reported that during a device upgrade procedure the pace/sense portion of this lead was capped and another pace/sense lead was successfully implanted. The high voltage shocking coils continue to remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.